Event description:
The patient was enrolled in the champion af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that stroke occurred. A left atrial appendage (laa) closure procedure was being performed and the patient underwent successful placement of a 31 mm watchman flx device with complete laa seal with deployed device diameter of 26.7 mm. Prior to implant procedure, aspirin was administered. On the same day, the patient was discharged on aspirin (81mg/day) and rivaroxaban (20mg/day). One-hundred and eighty-four (184) days post implant procedure, patient presented to the emergency department and magnetic resonance imaging (MRI) of brain was performed which revealed acute right mca (middle cerebral artery) ischemic stroke. At the time of this eve, the patient was taking aspirin (81mg/day). The patient was hospitalized and treated medically in response to the event. The etiology of the stroke was classified as a systemic embolism. No additional information is known.

Manufacturer narrative:
B5: additional information added

Event description:
The patient was enrolled in the champion af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that stroke occurred. A left atrial appendage (laa) closure procedure was being performed and the patient underwent successful placement of a 31 mm watchman flx device with complete laa seal with deployed device diameter of 26.7 mm. Prior to implant procedure, aspirin was administered. On the same day, the patient was discharged on aspirin (81mg/day) and rivaroxaban (20mg/day). One-hundred and eighty-four (184) days post implant procedure, patient presented to the emergency department and magnetic resonance imaging (MRI) of brain was performed which revealed acute right mca (middle cerebral artery) ischemic stroke. At the time of this eve, the patient was taking aspirin (81mg/day). The patient was hospitalized and treated medically in response to the event. The etiology of the stroke was classified as a systemic embolism. No additional information is known. It was further reported that the night before the patient presented to the emergency department, the patient experienced aphasia. The patient was hospitalized same day. Throughout admission, the patient continued to experience left sided facial droop, dysarthria, and mild non-fluent aphasia with paraphasic errors in speech. The patient was discharged the following day on clopidogrel 75mg daily and outpatient speech therapy, with recommended follow up for transesophageal echocardiogram (tee). Eleven (11) days after discharge, the patient followed up with cardiologist for tee which revealed an 8x8mm echo density on the surface of the watchman closure device concerning for thrombus. Upon exam the patient also appeared to have left eye inferior lateral vision loss and referred to follow up with ophthalmology. Twelve (12) days after discharge, in response to the stroke, the patient was discontinued on aspirin and clopidogrel and started on apixaban 10mg once daily. The patient is scheduled to follow up in six (6) months. It was further reported that the etiology of the ischemic stroke was no longer classified as "systemic embolism" as the ischemia was specifically noted in the mca. Additionally, the thrombus which was observed eleven (11) days post-discharge via tee was noted to be pedunculated and mobile.

Manufacturer narrative:
B3: additional information added b6: additional medical history added h6: patient and impact codes added.

Event description:
The patient was enrolled in the champion af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that stroke occurred. A left atrial appendage (laa) closure procedure was being performed and the patient underwent successful placement of a 31 mm watchman flx device with complete laa seal with deployed device diameter of 26.7 mm. Prior to implant procedure, aspirin was administered. On the same day, the patient was discharged on aspirin (81mg/day) and rivaroxaban (20mg/day). One-hundred and eighty-four (184) days post implant procedure, patient presented to the emergency department and magnetic resonance imaging (MRI) of brain was performed which revealed acute right mca (middle cerebral artery) ischemic stroke. At the time of this eve, the patient was taking aspirin (81mg/day). The patient was hospitalized and treated medically in response to the event. The etiology of the stroke was classified as a systemic embolism. No additional information is known. It was further reported that the night before the patient presented to the emergency department, the patient experienced aphasia. The patient was hospitalized same day. Throughout admission, the patient continued to experience left sided facial droop, dysarthria, and mild non-fluent aphasia with paraphasic errors in speech. The patient was discharged the following day on clopidogrel 75mg daily and outpatient speech therapy, with recommended follow up for transesophageal echocardiogram (tee). Eleven (11) days after discharge, the patient followed up with cardiologist for tee which revealed an 8x8mm echo density on the surface of the watchman closure device concerning for thrombus. Upon exam the patient also appeared to have left eye inferior lateral vision loss and referred to follow up with ophthalmology. Twelve (12) days after discharge, in response to the stroke, the patient was discontinued on aspirin and clopidogrel and started on apixaban 10mg once daily. The patient is scheduled to follow up in six (6) months.